Event description:
It was reported by the edwards field clinical specialist, that immediately following balloon valvuloplasty with non-edwards bav the patient's blood pressure remained below 100. The tavr team elected to immediately place the sapien valve. After successful deployment of the valve the patient was in asystole, CPR was initiated and continued for approximately five minutes. The patient regained a normal sinus rhythm and normal blood pressure. The temporary pacemaker was left in, and the patient was transfer to the ICU. .

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias, heart blocks, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities, and are known potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty (bav), aortic valve replacement and the use of bioprosthetic heart valves. Temporary pacemakers are inserted in all patients undergoing the tavr procedure to facilitate rvp and accurate valve deployment. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In this case, after bav with a non-edwards bav the patient had hypotension and after valve deployment the patient experienced asystole. The exact cause of the reported event cannot be determined; however, in addition to procedural factors, including the valvuloplasty, could have caused or contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, and no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.